Event description:
It was reported that a user participating in the ilet experience study experienced extended hyperglycemia, with glucose levels over 200 mg/dl for an extended period while using the ilet system; the cause was unclear and additional information was requested. Symptoms included high blood glucose. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included outreach to obtain further event details and device-use context. Investigation of this case revealed no confirmed device malfunction or component failure and no contributory user or clinical factors identified to date. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.